Event description:
It was reported that the patient received a shoulder arthroscopy procedure on (B)(6) 2012 using a 4.5mm footprint ultra peek suture anchor, a lot number was not provided. On (B)(6) 2012, the patient presented with post-operative pain at the surgical site. It was determined through an MRI that the anchor had pulled out and a revision surgery was required. During the revision surgery, the anchor was removed. The patient was reported as doing well post op.

Manufacturer narrative:
The device has not been returned for evaluation. (B)(4).

Manufacturer narrative:
Device evaluation: the anchor was returned for evaluation. Visibly, the anchor is fully intact with no cracks or other deformities. All of the fins along the anchor, which serve to help fixate the anchor, are intact. It was dimensionally checked according to the applicable drawing and found to be in spec for overall length and outside diameter. No lot number was provided so a complaint history for the lot cannot be performed. Based on these findings, no root cause related to the manufacture of the device can be determined. (B)(4).